Manufacturer narrative:
The complete manufacturing and material records for the perceval sutureless aortic heart valve and nitinol stent component, model # pvs23, s/n (B)(4), were retrieved and reviewed by quality control at livanova. The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval sutureless aortic heart valve, model # pvs23 at the time of manufacture and release. As per perceval IFU directions for use "warning: do not under or oversize the prosthesis. This could result in possible migration, excessive compression/rupture of the aorta, or stent folding that may lead to fatal arrhythmia or hemorrhage, regurgitation, or altered hemodynamics." ; and potential adverse events "other potential adverse events may include, but not be limited to, dislodgment or migration of the prosthesis.".

Manufacturer narrative:
Please note that this event occurred in (B)(6) and the device is manufactured at our sister site - sorin group (B)(4). It therefore does not have a UDI number as perceval sutureless aortic heart valves manufactured at our sister site are not sold in USA. Device not explanted.

Event description:
On (B)(6) 2017 the manufacturer was notified of a tavi procedure performed 1 to 2 days after the implant of a perceval valve. The patient (B)(6) had a bicuspid aortic valve, a perceval size m implanted on (B)(6) 2017 and the post op was fine. After around 24h, the patient developed ischemia symptoms and was moved to the cath lab to evaluate the coronary status. Central and paravalvular leak were detected, the surgeon commented that it appeared that the valve was higher in the non coronary sinus, like if it was gone up in the aortic bulb only in this portion, looking distorted, this is the area when they found the leak. In the cath lab they decided to implant a evolute r medtronic size 29mm in perceval, this procedure was performed 1-2 days after perceval implant (the date has not been confirmed to the manufacturer). The procedure went well, the patient has been discharged and is doing well.